Event description:
A surgeon reported that white fluff/thread got into a patient's eye during pars plana vitrectomy surgery. This white fluff/thread was on an instrument, transferred to the eye, and stuck to the back of the lens, but the doctor does not know where the fluff came from. The surgeon feels that possible sources are the gauze or the back table cover from the customer pak. The white fluff was removed during the removal of the silicone oil tapenade on (B)(6) 2011.

Manufacturer narrative:
No lot number was provided; therefore the lot history record could not be reviewed. There was no sample returned, and no additional information was provided. The root cause cannot be determined. (B)(4).